Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that for some reason the new pump does not deliver as should be. The customer¿s blood glucose level was 22 mmol/l. The customer reported that the insulin pump passes the high pressure test. It was reported that she did not change any settings but for some reason the new pump did not deliver as should be. The insulin pump will not be returned for analysis.